Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Test strip lot no: 1611910, date of manufacture: 04/28/2016, expiration: 05/31/2018. Test strip lot no: 1611719, date of manufacture: 04/26/2016, expiration: 05/31/2018. During troubleshooting the caller noted that both her grandparents were sharing test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's granddaughter reported she had purchased three boxes of adc freestyle lite blood glucose tests for her grandparents but when she got home they discovered that the test strips from lot numbers 1527808 and 1611910 "were destroyed and cut in half". The test strips from lot number 1611719 had 50% of them cut in half and others from that lot would not turn the meter on with test strip insertion. She noted that due to this customer could not test. Caller further reported that on (B)(6) 2016 her grandfather was experiencing "dizziness" and was "not feeling well" so she took him to a hospital. At the hospital he was diagnosed with hyperglycemia and treated with unspecified medications. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lots reported by the customer (lots 1527808, 1611910 and 1611719) were tested with control solution instead. All results for all three test strip lots were within the range specification and no errors were observed. The complaint is not confirmed.